Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported that on (B)(6) 2020, sensor scans of 472 mg/dl, 346 mg/dl, 324 mg/dl, 345 mg/dl, 314 mg/dl 316 mg/dl, and 314 mg/dl were received and subsequently, she experienced a symptom of discomfort. The customer self-treated with insulin twice, within 30 minutes than self-presented at the hospital. At the hospital, a blood glucose reading of 39 mg/dl was obtained on the hcp meter, the customer was diagnosed with hypoglycemia and administered infusion as treatment. There was no report of death or permanent impairment associated with this event.